Event description:
Found during evaluation at bd service facility: the probe¿s image has black lines on the left and right side.

Manufacturer narrative:
H11: section a through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During the evaluation, the reported issue of there are black line on the image was confirmed. The probe¿s image has black lines on the left and right side. The probe¿s image has black lines on the left and right side. The root cause is likely due to internal probe failure.